Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the caller said there were some concerning things that were happening with the patient and they were still unsure if they were related to the device/therapy. The patient started having dizzy spells that would cause them to fall ¿a few days prior to having the device turned on ((B)(6) they turned stimulation on.)¿ on (B)(6) the patient forgot how to spell their name and then a few days following that they continued to have some ¿other things happen with their memory.¿ the patient rep confirmed they did some tests and scans to try to determine the cause, but they still needed to do more. On (B)(6) the doctor turned the device off and the patient did start to improve over the 23 hours following having the device turned off. A follow up call was performed on march 5th stating that the caller called back and repeated they started noticing a major change around (B)(6). The hcp turned the ins off and had been doing different tests like CT scan blood work. The patient¿s main neurologist wanted the eeg, which the patient had done today. The hcp also wanted and MRI, and the caller said they called yesterday about one, but there were some miscommunications with the MRI eligibility form. The caller would review correct information with hcp.

Manufacturer narrative:
D11: section d information references the main component of the system and other applicable components are: product ID: 3387s-40, lot#: va1zmwh, product type: lead; product ID: 3387s-40, lot#: va1zmwh, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported the patient also experienced a bad headache that caused sleep difficulties on the night of (B)(6) 2020, that they later found out could have been related to the document symptoms. It is not 100% for sure, but per the MRI results, they did find "edema present along both leads". It "is greater on the right than on the left where on the right extends to the lead tip and thalamus and posterior limb internal capsule. This is nonspecific." This is thought to be the cause at the moment. Steps taken to resolve the dizziness and memory symptoms includes: turning the dbs off, CT scan, blood and urine tests to rule out infection, lab tests to measure thyroid and anti-tremor medication (primidone) levels, physical exam including moca test, eeg, MRI, keeping dbs off until it's been determined swelling in brain went down/is no longer present, then can reconsider turning dbs back on, at home physical/occupational/speech therapy, and continue taking anti-tremor medication. The dizziness has been resolved since the dbs has been off. Memory and "mentation" has improved. They are still in the process of waiting for the brain swelling to decrease naturally on its own with a follow up MRI currently scheduled for (B)(6) 2020 and follow-up appointments with neurologists after the MRI results.

Manufacturer narrative:
Continuation of d11: product ID: 3387s-40, lot# va1zmwh, product type: lead. Product ID: 3387s-40, lot# va1zmwh, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the edema was a idiopathic surgical complication and there was no device issue. It was not resolved but improved. The patient was asymptomatic.